Manufacturer narrative:
Findings: unit received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, cracked case near belt clip rail corners, cracked case(battery tube), cracked battery tube threads, cracked case and cracked retainer. Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the battery compartment was damaged. The blood glucose was unknown at the time of the incident. Customer reported cracks on the pump and metal parts of the battery compartment is falling off. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.